Manufacturer narrative:
D10: 00595204014, articular surface, 64458786. 00598004702, tibial component, j6496165. 00597206532, all poly patella, 65270033. No devices were received. Photograph provided shows explanted implants with blood stains and a detailed evaluation could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. No medical records were provided. Root cause cannot be determined for loosening. It was determined that the reported infection has a root cause unrelated to the implanted zimmer biomet device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent an initial knee surgery. Subsequently, the patient presented infection and loosening of tibial and femoral components leading to a revision surgery approximately 3 years later. The surgeon removed all components and replaced them with a spacer. No further information has been provided.

Manufacturer narrative:
(B)(4). D10: 00598004702, tibial component, unknown lot. 00595204014, articular surface, unknown lot. G2: foreign - event occurred in australia. H6: proposed component code: mechanical (g04) - femur. Customer has indicated that the product will not be returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported a patient underwent an initial knee surgery on an unknown date. Subsequently, the patient presented infection and loosening of tibial and femoral components leading to a revision surgery. The surgeon removed all components and replaced them with a spacer. No further information has been provided.